Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked case at the display window corners, loose drive support disk, and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump had cracks around the display window. No further information was provided.